Manufacturer narrative:
The complaints of lead noise and insulation abrasion were confirmed. A partial lead measuring 24.5 cm was returned for analysis. An external insulation abrasion exposing the outer coil was noted 8.5 to 9.0 cm from the connector pin consistent with friction to the device can. The cause of noise was isolated to the abrasion.

Event description:
It was reported that the patient presented in clinic for follow-up in early (B)(6). Upon review, both the right atrial and right ventricular leads exhibited lead noise. The leads were reprogrammed, however, it resulted in muscle stimulation. On (B)(6) 2018, the right atrial lead was removed and replaced. The right ventricular lead was capped. During the procedure, visual analysis of the leads found an insulation breach roughly 10 cm from the connector pin on both leads. It was believed that the damage was due to a combination of aging and lead to can abrasion as the leads were overlapping the edge of the device. The procedure was concluded without any adverse consequences to the patient.